Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g6: type of report h2: follow up type h6: event problem codes: patient code: 1932, 1154, 2377 (updated) h10: additional narrative.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification: k101880. H6: event problem codes: patient code: 1932, 1154. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that implant at tooth site 16 was removed due to peri-implantitis with inflammation. After proper implant insertion with primary stability, patient referred discomfort and pain and doctor noticed dehiscence after 3 months. Patient has been rescheduled for new implantation with bone regeneration.